Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a reading of 104 mg/dl were obtained on the sensor and he experienced symptoms described as "sick, dizzy, drinking water and did not know what was happening". Ambulance was called and customer was seen at the emergency room where a reading of 400 mg/dl was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and treated with insulin injection and drips. There was no report of death or permanent impairment associated with this event.